Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that chiller fluid leaked. Review of the system log file showed that unable to recover from lost connection. The fse replaced coolant hose kit and clean the chiller. After replacement of the coolant hose kit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code, evaluation method code were corrected.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-00558. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the allura xper fd20 system experienced an fdc connection issue, in which the system was unable to recover from the lost connection. The system was not in clinical use and no harm has been reported.